Event description:
Customer reported that the inner cannula of tracheostomy tube (lpc size 6.0) does not lock securely. Tube replaced with same issue occurring on second tube. Xref MFR# 2936999-2013-00029.